Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided. Visual inspection on the photos provided confirmed that the shield was fully dislodged from the seal subassembly. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: lap chol. Event description: placing the [scope] trough trocar. On the inside of the trocar there is a seal that prevents co2 leakage. When inserting the [scope], this scope pushed out this seal and fell into the abdomen. They were able to remove the seal in the bag together with the galbladder. Additional information received from applied medical representative via email 10jul24: product is not being returned. Date of event unknown. No internal seal components was removed or cut in order to inspect the damage. Type of intervention: they were able to remove the seal in the bag together with the gallbladder. Patient status: no clinical impact to the patient.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chol. Event description: placing the [scope] trough trocar. On the inside of the trocar there is a seal that prevents co2 leakage. When inserting the [scope], this scope pushed out this seal and fell into the abdomen. They were able to remove the seal in the bag together with the galbladder. Additional information received from applied medical representative via email 10jul24: product is not being returned. Date of event unknown. No internal seal components was removed or cut in order to inspect the damage. Type of intervention: they were able to remove the seal in the bag together with the gallbladder. Patient status: no clinical impact to the patient.